Event description:
Patient passed away [death]. Bilateral primary osteoporosis of knee (off label use) [off label use of device]. Drug use for unapproved indication [device use issue]. Case narrative: this is a serious spontaneous case received from a non-health professional via regulatory authority in united states. This report concerns a patient of unknown age and gender who had passed away during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, unknown dose and route of administration, for bilateral primary osteoporosis of knee (off label use of device [device use for unapproved indication]) from an unknown start date to an unknown stop date and the co-suspect drug synvisc one (hylan g-f 20) for an unknown indication on unknown dates. On (B)(6) 2019, the patient passed away. The reason for patient death was not reported. Action taken with euflexxa was not applicable. At the time of this report, the outcome of off label use of device and device use for unapproved indication were unknown. No concomitant medication was reported. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: not provided. Company causality: not related. Other case numbers: internal # - others = mw5088228. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Case correction 29-aug-2019: information regarding submission and corrective action added to the bottom of the narrative.